Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a high out-of-range shock lead impedance at 125 ohms on the right ventricular (rv) lead. The impedance trend range over the past 12 months has been between 99 and 125 ohms. It was noted the impedance measurement at implant in 2015 was 64 ohms. The presenting electrogram (egm) shows appropriate device function and the impedance limit is programmed between 20 and 125 ohms. It was recommended to consider a lead assessment. This alert will not retrigger until the device is interrogated with a programmer. The battery status is normal and the other lead parameters are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported. Subsequently, additional information was received indicating that no further follow-ups or intervention has been performed on the device. This device remains in service. No adverse patient effects were reported. If additional information is received, the case will be updated and reported accordingly. Additional information has been received indicating a continued gradual increase in impedance. Technical service (ts) has recommended adjusting the shock impedance alert limit from 125 ohms to 150 ohms to ensure appropriate device alerts for this trend. Furthermore, ts advised considering a lead revision if the average shock impedance exceeds 150 ohms, along with a potential revision of the device, as it is approaching its replacement window. This system remains in service and no adverse patient effects were reported. Additional information is received indicating that the patient was hospitalized due to having multiple ventricular fibrillation (vf) episodes. The device was able to resolve vf by delivered 41 joule shocks. The patient has cancer due to which the device will be turned off in the near future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed a high out-of-range shock lead impedance at 125 ohms on the right ventricular (rv) lead. The impedance trend range over the past 12 months has been between 99 and 125 ohms. It was noted the impedance measurement at implant in 2015 was 64 ohms. The presenting electrogram (egm) shows appropriate device function and the impedance limit is programmed between 20 and 125 ohms. It was recommended to consider a lead assessment. This alert will not retrigger until the device is interrogated with a programmer. The battery status is normal and the other lead parameters are satisfactory. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.